Event description:
Physician was performing a laproscopic cholecystectomy. He was using the esu and grasping forceps when sparks flew out of the top part of the grasping forceps. The physician sustained a pin point burn on the inside section of his right index finger.the instrument performed without sparks when tested by manufacturer. The esu was set at 50. No permanent damage from burn is expected.